Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated that the insulin pump was asking the customer if there were drops exiting the tubing. The customer's blood glucose was over 300 mg/dl. Troubleshooting was done. The customer mentioned that he had passed out three times within one month. The customer then stated that he had been hospitalized in (B)(6) 2014. Nothing further reported.